Manufacturer narrative:
Patient information is not available for reporting. This report is for two (2) unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for locking screw is not provided. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with a locking screw for distal humeral fractures on an unknown date. On (B)(6) 2018, during the scheduled explant surgery, when the surgeon tried to remove the screw in question, the screw¿s head was stripped and surgeon could not take out the screw. Surgeon used the carbide drill and removed the screw together with a plate. Although two screw tips (one from the screw in question and the other from another screw) remained in the patient¿s body. Surgeon completed the surgery with a 60-minute delay. Patient outcome reported as stable. There was no adverse consequence to the patient reported. This report is for two (2) unknown locking screws. This is report 1 of 1 for complaint (B)(4).